Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was able to be confirmed and duplicated. Transducer pt802 has failed. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator alarmed transducer fault while connected to a patient. The device continued to ventilate the affected patient. The customer confirmed that there was no patient harm associated with the reported event.